Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available. Should it become available a supplemental report will be submitted.

Event description:
This event occurred on (B)(6) 2015 during a moma pms study procedure on carotid artery stenosis. The physician confirmed plaque protruding from the stent of the protégé rx while taking CT images during the procedure, and also while taking echo images post procedure. The patient remained asymptomatic. On (B)(6) 2015 the physician placed an additional stent within the protégé rx in order to resolve the issue.